Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during dissection of bowel on a laparoscopic video rectosigmoidectomy, the surgeon was able to press the green button and the handle was squeezed but the stapler did not fire. Another reload was used. There was no patient injury.